Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin stopped due to sensor glucose verses blood glucose readings. The customer reported there was a big difference between sensor glucose and blood glucose, but did not stat what the readings were. The customer reported sensor glucose was 190 and blood glucose was 128 in the morning. The sensor will not be returned for analysis.